Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot number(s) h10k28064 and h10j30021 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of peritonitis with (B)(6) in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter's customer service, it was reported that on (B)(6) 2011 the patient developed peritonitis. The patient was hospitalized for the event (date not reported). The cause of the peritonitis was not reported. Treatment for the event was not reported. It was not reported whether dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies were ongoing. The patient was recovering from the event at the time of reporting. Per the nurse, the event of peritonitis with (B)(6) was not related to dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies.